Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was intermittently observed to be "fading". At the time of the reported with tandem technical support the touchscreen displayed as intended. Customer's blood glucose level ranged between 100-140 mg/dl.